Manufacturer narrative:
Continued: e1: phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade iii, and 'micromast'. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, h6.

Event description:
Healthcare professional later confirmed capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, pain, and capsular contracture was received on april 08, 2025, with lot number 1333413. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken and one opening device assessed as fold flaw opening and missing assessed as inconclusive. Pain: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease, wear abrasion and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side rupture, pain, deformation, capsular contracture baker grade iii, and 'micromast', and later confirmed baker grade ii. Device has been explanted.